Event description:
A valiant stent graft was implanted for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the patient was originally treated by deploying a chimney graft into the lsa which created a channel to aneurysm. It was reported that the patient was in for a routine follow up and a type I endoleak was noted. Future treatment is planned. The physician stated that the cause was the chimney graft. No clinical sequelae were reported and the patient is fine. A review of returned cta¿s from 2 years post-implant revealed that a single valiant stent graft was positioned in the thoracic aorta. The proximal end was placed up to the lcca, covering the lsa, and extended distally across the arch and into the descending thoracic aorta. A stent was deployed into the lsa and was chimney¿d proximally along the outside curvature of the stent graft at the first covered stent, terminating just proximal to the level of the bare spring. The outer diameter of the stent ranged from 8 - 10mm, and the ID was 6-7mm. There is a contrast seen outside the stent graft; possibly from a proximal type I endoleak. The taa measures 9-10cm in diameter. The proximal stent graft od measures approximately 31mm; however, there is some stent graft compression seen at the valiant 1st covered stent likely caused by the chimney stent. The cause of the endoleak is uncertain, however, it appears likely that the proximal seal zone may have been compromised due to the placement of the chimney stent. Earlier follow-up images were not provided to evaluate the in-vivo configuration of the device during the implant duration. Vessel morphology changes may have also contributed to the endoleak.

Manufacturer narrative:
(B)(4).

Event description:
The physician placed a valiant 42x38x150 about 3-5mm proximal to the prior proximal landing, ballooned same,; final angiogram showed marked improvement if not resolution. The physician felt confident that the endoleak had resolved. The patient will be monitored by the physician.